Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a company representative (rep) regarding a patient receiving intrathecal hydromorphone via an implantable pump for non-malignant pain. It was reported that the patient was currently in the hospital with an empty pump and needed guidance on silencing the empty reservoir alarm, tech services assisted with silencing the active alarm. The company rep programmed the pump to 40ml. Additional information was received from the healthcare provider (hcp) via the company representative (rep) reporting that the company representative was notified by the hcp of this event. The cause of the empty pump was determined to be due to patient compliance and the patient required hospital admission. Actions and interventions taken to resolve empty pump was that the patient was seen by the managing pain doctor on (B)(6) 2025 and the pump was refilled. Authorization was submitted by the clinic to the insurance to replace the pump.